Event description:
Patient admitted with history of colon polyps and scheduled for a colonoscopy. Colonoscopy scope, valve, light source, camera, etc. Checked before procedure begun. During procedure, patient noted as becoming distended, valve on scope insufflating air even though valve returned to neutral position. Patient admitted for 23 hour observation, dismissed with no complications or injury noted. On 3/25/93, head nurse of g.I. Lab, rish manager contacted pentax corp. And were walked thru evaluation by pentax personnel. Upon visual inspection of the valve, yellow material noted to be blocking valve end. Inside of valve cannula cleared and yellow hollow ring was found in valve causing valve to stick. Valve sent to pentax for eval. With ringdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: foreign material contamination. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.